Event description:
Consumer alleges that when his wife's chair is veering the right and left when the end users in driving. Consumer alleges that the left side of the shroud is scratched from an incident when the chair veered the right and it scratched against something. Consumer does not remember what it scratched.

Manufacturer narrative:
.